Event description:
It has been reported to philips that monitor in room went black during use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that flexvision pc was defective. The flexvision pc and hard disk have been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, usages of the device is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor in room goes black during use. Fse analyse the system and found that flexvision monitor showing boot failure of flexvision pc. As a part of repair action fse reseated grabber cards in flexvision pc, then installed new flexvision pc and hdd followed by loading the software. After that the system was returned to use in good working order.